Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section g4, PMA/510(k) #: corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not working was confirmed via evaluation. The heartmate mobile power unit (serial number (B)(6)) was inspected at the service depot. Visual inspection revealed patient cable mold to connector separation and a fracture along the base of the handle. The mpu was connected to alternating current (ac) power and was unable to power on. The issue was traced to the power supply assembly. The customer declined repairs and authorized the service depot to scrap the unit. The mpu was forwarded to product performance engineering (ppe) for further analysis. The forwarded mpu was disassembled to inspect the interior components, and no physical anomalies were observed. Circuit analysis of the power supply board revealed that there was no voltage output coming out of the secondary side of transformer t1. Due to the voltage drop, the power supply board did not output the 15vdc required to power the main printed circuit board (pcb). Per information provided by the account, there was a suspected electrostatic discharge (esd) event that caused the mpu to stop working. The mpu was tried on multiple working outlets, however the issue did not resolve. No log files were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was determined to be due to a damaged component on the power supply board; however, a root cause for how the damage occurred was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 6 ¿patient care and management¿ states high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. In the hospital environment, maintaining a relative humidity level of at least 20% is acceptable. The risk for electrostatic discharge (esd) events is increased below 20% relative humidity. Avoid activities that may cause static electricity and discharge any buildup by touching a metal surface before handling lvas components. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3a and a3b: patient gender was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a suspected electrostatic discharge (esd) event over the weekend. The mobile power unit (mpu) stopped working after the suspected esd event. The mpu was tried on multiple working outlets. A new mpu was issued to the patient.